Event description:
Patient reported being hospitalized for 3 days, during october 2004, for high blood glucose (817 mg/dl). Pt was diagnosed with diabetic ketoacidosis, and treated with an insulin drip.